Manufacturer narrative:
Zimvie complaint number (B)(4). Int413 implant lot number is 2021070461 implant item name is osseotiteâ tapered certainâ implant 4 x 13mm. PMA/510(k) number is unknown. Manufacturing date is unknown. Device is unknown and not returning.

Event description:
It was reported that the implant disengaged from the unknown biomet driver at the time of placement. The procedure was able to be completed using another device.

Manufacturer narrative:
Zimvie complaint number (B)(4). Product evaluation: one implant was returned for investigation. Visual evaluation of the returned product identified that the implant exhibited signs of use. The one unknown biomet driver was not returned for investigation. Functionally testing the reported implant with was performed with an in-house driver. The implant retained and disengaged from the in-driver as intended. A pre-existing condition was not noted on the per form. Bone density was low density (type iii). The reported device was located on tooth # 23 (unknown dental notation system) and was implanted/explanted on the same day. X-ray & picture evaluation: the customer did not provide any images for the reported event. Review of appropriate documentation: document reviewed: biomet 3i dental implant IFU (p-iis086gi) rev j ¿ january 2022 and instructions for use for biomet 3i kits and instruments (p-zbdinstrp) rev e - 2022/04/01. Information identified: warnings and precautions. Per the applicable IFU, improper techniques may lead to device failure. DHR & complaint history review (unknown biomet driver): DHR and complaint history review could not be performed since the lot number was not provided. However, zimvie quality management system (qms) has controls in place to ensure the distribution of conforming products. Post market trending review: december post market trending was reviewed and there were no actionable events or corrective actions for the reported event or product. No actionable items have been triggered that will affect complaint handling on our end for this month. Therefore, based on the available information, the unknown biomet driver was not returned for investigation and could not be verified. Without receipt of all reported devices, the reported event is non-verifiable.

Event description:
No further event information is available at the time of this report.